Manufacturer narrative:
(B)(4). Based on the initial review of the returned sample it is noted that the customer event description does not match the returned sample. The returned sample represents a spring wire guide unraveled in use. Additional information requested.

Event description:
The customer initially reports that the device would not flush.

Manufacturer narrative:
(B)(4). The customer returned one guide wire which was partially retracted into the advancer tube. The exposed portion of the guide wire was unraveled from the distal end. No other components from the kit were returned. The guide wire was able to be removed from the advancer tube without further damage. The advancer tube appeared normal with no obvious defects. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked in one location along the body. The distal end of the core wire protruding was flat and retained the j shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. The kink measured at 40.8cm from proximal weld. The broken core wire measured 458mm in length , which is within the specification; therefore, no pieces appear to be missing. Other remarks: the outside diameter (od) of the guide wire measured 0.838mm which is within the od specification. A manual tug test revealed the proximal weld was intact. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer initially reports that the device would not flush.